Manufacturer narrative:
Additional premarket submission: k171996. The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that a pressure monitoring device became loose and disconnected from a duet external ventricual drainage system. It is unknown if the issue occurred during use or during set up. There were no allegations of patient injuries.